Event description:
It was reported that electric dermatome is not cutting to the required thickness. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the head and control bar were damaged. It was also determined that the pins in the end of the power supply cord were bent, preventing the cord from being plugged into the power supply. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.